Event description:
Reporter indicated that patient was seizure-free from june 2001 through december 2001. It was reported that in december 2001 the patient had a seizure and went to see physician. Device was interrogated at that office visit and was found to be programmed to 0ma, meaning that no programmed therapy was being delivered. The physician reprogrammed the device. Later that same day, the patient had an aura which was aborted with the use of the magnet. Since then, the patient is having auras just as patient did pre-vns implant. The magnet does abort these auras. The patient has been programmed to rapid cycling, but at a very low setting. The family can tell when the device is stimulating by the patient's voice change. It is believed that an interrupted lead test at the patient's last visit in october 2001 may have resulted in the device being programmed to 0ma if the physician did not reinterrogate the device after the interrupted lead test as recommended in device labeling. The investigation to date has been inconclusive in determining whether user error cintributed to the device being programmed to 0ma. Three attempts have been made to obtain device programming history (1-via letter to physician, 1-via telephone message to physician's office, 1-via telephone conversation with physician's nurse). The physician's office indicated that they do not plan to download the device programming history from their computer to the diskettes sent to them by the manufacturer until the next time they see vns patients. No device malfucntion is suspected; however, a determination of whether or not user error contributed to this event cannot be made until the device programming history is received from the physician's office.